Event description:
The biomed report an infusion pump with an 810:11 failure code. The biomed stated that there have been no report of any pt incident involving this pump since the last baxter service.